Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a pear shaped clip. It could not be determined what may have caused the malformed clip. Please note that this finding is unrelated with the incident reported. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia procedure, at the end of the surgery the peritoneum should be "snatched up". The first four clips were set perfectly. By the fifth clip the surgeon could not open the applicator. Another device was used to complete the procedure. There were no adverse consequences for the patient.